Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.